Event description:
It was reported that the doctor had implanted the tecnis toric intraocular lens (iol) on (B)(6) 2015. Reportedly, there appears to be a 20 degree rotation of the intraocular lens. What makes this unexpected is that it is a shorter eye and the axis -> axial length 22.84, hwtw is 12.1 and, the axis is 176. Patient is about 20/40 and surgeon wants to reposition lens next wednesday and would like some advice. In follow up it was provided that the doctor rotated the lens on (B)(6) 2015. The patient is fine. No more issues. The doctor did not provide any further information.

Manufacturer narrative:
UDI #: unknown because product details are not available. Corrected data: if implanted; give date: unknown. Additional information: follow-up with the doctor indicated that the patient is doing fine. Also, the doctor continues to schedule tecnis toric implants and she does not feel the rotation was the fault of the lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor implanted the tecnis toric intraocular lens (iol). The date of implant was not provided.

Manufacturer narrative:
Age/date of birth: unknown; gender/sex: unknown; model #: unknown; catalog #: unknown; serial #: unknown; expiration date: unknown. If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4) - rotation of lens in a secondary procedure, (B)(6) 2015. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.